Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 119 cm 6fr r2p destination sheath and valve assembly were returned for product evaluation. Visual inspection revealed that the valve assembly was received mated to the sheath hub. There was a breakage noted at 5.24 inches from the sheath hub. On both sides of the breakage the d-wire was unraveled. No other anomalies were noted. Dimensional testing was performed. The sheath outer diameter (od) measured to be 0.1018in which is within the manufacturer's specification. The sheath inner diameter (ID) measured to be 0.086in which was within the manufacturer's specification. The complaint can be confirmed for sheath mechanical separation. The exact cause of the event cannot be confirmed however it is likely that pulling forces during withdrawal of the sheath in the presence of resistance likely caused the breakage. Additional information was requested from the customer; however, no response was given. Therefore, it could not be confirmed if possible calcification or tortuous anatomy caused some resistance during withdrawal of the sheath. Per the product IFU: "while inserting or withdrawing, if resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the r2p destination slender sheath unraveled inside of the patient when it was being removed. There was no patient injury/medical or surgical intervention required. The patient's condition was reported to be ok. The procedure outcome was ok. The estimated blood loss was less than 250cc. Additional information was received on 18dec2020. The procedure was complete to the right common iliac artery. The issue occurred during the removal of the sheath. The procedure was completed prior to the sheath unraveling. The patient was in stable condition. The doctor used a balloon to capture the portion of the broken sheath to remove it from the artery. The reported event occurred at the end of the procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.